Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) was unable to verify the issue. The stepper motor was replaced as a precaution. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the electronic patient gas system (epgs) to operate as intended throughout the evaluation. Per data log analysis, on 14-may-2019 calibration was successfully performed at 7:37:04 am. At 11:23:04 am the gas system reported "blending gas motor/mechanical fault" which will cause the "knob adjust only" message. Several attempts were made to calibrate but failed with blender mechanical range = 0. The log confirmed the complaint.

Manufacturer narrative:
Evaluation is in progress but not yet concluded. According to the manufacturer's subsidiary, the first calibration was not a problem, but when the perfusionist increased the flow rate from two liters to three liters, a strange noise came from the blender and the fraction of inspired oxygen (fio2) fell down to 21 automatically. After that is when the "knob adjust only" message appeared on the ccm so they used an alternative unit and finished the surgery.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system cause a "knob adjust only" error message to be displayed on the central control monitor (ccm). As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.